Manufacturer narrative:
Reported event: an event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: was unable to duplicate floating. Ran gravity across all apps, performed kinematic calibration, full pm testing and placed robot back into service. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6) was inspected on 06/08/2020 and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: (B)(6) shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm floats up out of haptics when surgeon releases trigger after alignment during tka cases. Mps has already tried to move the camera closer, clean the camera, checked all vizidiscs, and adjusted the table height. Surgeon is able to force the arm to stay in place upon alignment by holding the arm down to prevent it from floating.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported arm floats up out of haptics when surgeon releases trigger after alignment during tka cases. Mps has already tried to move the camera closer, clean the camera, checked all vizidiscs, and adjusted the table height. Surgeon is able to force the arm to stay in place upon alignment by holding the arm down to prevent it from floating.